Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 74 mg/dl (active system) and 129 mg/dl (unknown roche system). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Information for the second roche system was not provided.